Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient's mother contacted animas alleging the subject pump lost power without warning. At the time of troubleshooting, the reporter informed customer support that prior to when pump lost power the patient had gone swimming with the pump. The patient's mother confirmed the audio bolus button was missing and there was water visible behind the pump's screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 device evaluation submitted (B)(4) 2012: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings. Testing confirmed the pump fails to power on. Unable to perform all investigational steps due to no power to the pump. The bolus button leaks. Pump opened and moisture damage found on the printed circuit board.